Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the annular rupture could not be determined; however, as reported patient factors (calcified ncc and lcc, and obliterated sinuses) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(4) affiliate that during a transfemoral tavr procedure, a sinus of valsalva (sov) rupture, left ventricular (lv) rupture and complete av block (cavb) (reference manufacturer report number 2015691-2014-01844) were noted. Post balloon aortic valvuloplasty (bav), the patient went into cardiac arrest. Backup pacing at 80ppm was started and arterial blood pressure (abp) was kept higher than 100mmhg. When the backup pacing was turned off, cavb was observed, so backup pacing at 80ppm was restarted. There were calcifications on the noncoronary cusp (ncc) and the left coronary cusp (lcc). A 23mm sapien xt valve was implanted with inflation volume of 15ml, which was 2ml less than nominal volume. Following the implantation, post dilation was performed with 16ml of contrast due to mild aortic regurgitation (ar), which improved to trivial to mild. After withdrawal of the delivery system, the patient¿s abp fluctuated between the 60¿s-80¿s mmhg. A coronary artery occlusion was suspected but angiography showed no occlusion. Angiography was performed again to confirm aortic valve position, and it showed that a calcification on the lcc side broke through the sov and the site was bleeding. The operator decided to open the chest and the bleeding was stopped by administrating protamine. A perforation caused by the pacing catheter was also found during the open chest surgery. A pacing lead was sutured into the epicardium and the pacing catheter was removed. After hemostasis, the patient¿s abp stabilized between the 80¿s-100¿s mmhg, so the surgical site was closed. The anesthesiologist decided to use vasopressor (noradrenalin) and the patient¿s abp became higher than 200mmhg. Due to the rapid rise of abp, the fragile tissue of the posterior lv ruptured and caused heavy bleeding (over 600cc). The patient had a blood transfusion (map over 10 units, ffp 4 units). The patient¿s chest was opened again and astriction was performed. After performing astriction for 2 hours, bleeding was stopped. The surgical site was closed and the procedure was completed. The patient was transferred to ICU intubated. The patient was stable in ICU, starting rehab on the bed. The diameter of the patient¿s sinuses of valsalva (sov) was 26mm and the diameter of the sinotubular junction (stj) was 22mm. There was severe native valve calcification noted.